Manufacturer narrative:
There is now a reported infection that was successfully treated with topical antibiotics. This report is submitted on may12, 2023.

Event description:
There is now a reported infection that was successfully treated with topical antibiotics.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 for a procedure to remove the abutment due to skin overgrowth. Additional information has been requested but has not been made available as of the date of this report.